Event description:
Catheter sheared off in pt's chest. 4/13/99, nurse mgr, reported that the catheter did not shear off in the pt's chest. "The 16g x 3" needle separated from the hub connection site during use".